Event description:
Medtronic received information that four years post implant of this bioprosthetic valve, an echocardiogram showed severe central regurgitation. It was reported that the non coronary leaflet had detached from the wall of the valve. The leaflets were explanted. The aortic root remains implanted. Another valve was successfully implanted. No further adverse patient effects were reported. The leaflets were returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, three leaflet remnants and remnants of valve tissue in four separate specimen containers were received. The specimen containers were labeled with the coinciding leaflet. Visible mineralization was observed on all existing leaflets and leaflet remnants. All existing leaflets were stiff but slightly flexible except where visible mineralization was present. Tissue deterioration due to visible mineralization was observed on all existing leaflets. Radiography showed mineralization in all three existing leaflets. Conclusion: based on the received information and the return product analysis, the regurgitation is found likely to be attributed by calcification. A review of the device history record (DHR) was also performed for this valve. There were no correlations / issues identified in regard to manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Regurgitation due to tissue deterioration caused by calcification is known risk.

Manufacturer narrative:
The valve leaflets have been returned for analysis. Once the analysis is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.